Event description:
It was stated that the insulin pump had intermittent button response after it was dropped in a swimming pool. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.